Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient was scheduled for revision two years after a right knee arthroplasty due to swelling and abnormal position of knee cap.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified that all three posts had fractured off and the device showed signs of wear, discoloration and foreign material. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). The reported event was confirmed from operative notes received. No product was returned. The visual and dimensional analysis could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of revision procedure op-notes noted the large amount of metallosis within the synovium which required extensive debridement. The patellar implant was broken and lying on the medial gutter. A significant amount of black debris sitting within the poly. 3 pegs from patella were loosened. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient was revised due to implant fracture of the regenerex patella. No additional information is available at this time.